Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported vent inop; data acquisition pcba adc reference failed. No patient harm reported

Manufacturer narrative:
.